Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a no delivery alarm and a motor error alarm on the insulin pump. Customer stated that the motor error alarm occurred while reinserting the reservoir. Customer does not recall any significant events leading up to these error alarms. Blood glucose level was 125 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and the prime tests. The insulin pump was received stuck in a motor error alarm during the bolus or basal delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The no delivery test could not be performed due to the motor error alarm. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.